Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04049, 3006705815-2022-15669. It was reported the patient had many surgeries and is unsure if the ipg was placed into surgery mode prior to the procedures. The ipg is inoperable, and the patient is experiencing lead migration. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.